Event description:
The epidural tubing was leaking from the purple port end on multiple sets of tubing. Four were found to be faulty. The doctor was upset because this poses an infection risk for patient not having a closed system, which can enter the epidural space.